Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 was not detected. A field service engineer assisted the customer by performing a cold reboot. After the reboot, pockets appeared, but the drawer continued to have recovery issues. Upon arrival at the site, the engineer discovered that the latch catch was missing screws. The engineer reinstalled new screws and attempted to adjust the slide rail, which was difficult to open and close. It became evident that one side of the slide rail was broken, necessitating the replacement of the entire drawer due to its welded design. Ultimately, the engineer replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where drawer 4.2 was not detected on the bus. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.